Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. Upon investigation, the bvvi was suspected to have been caused by battery depletion. Although the battery depletion was normal, a battery longevity overestimation was suspected to have occurred at the patient's previous follow-up. The device was explanted and replaced to address the normal battery depletion. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed, while a longevity anomaly was not confirmed. Analysis of device image found the device went into backup mode due to memory corruption triggered by unknown source. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. After the device was restored from backup mode, functional testing was performed, pacing and output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device drained current. The backup operation could not be reproduced. The cause of the reported event could not be determined.